Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery longevity of this pacemaker had depleted from eleven and a half years to seven and a half years remaining after a few months. Data analysis revealed that the device exhibited high rate atrial sensing which caused an increase in power consumption. Boston scientific technical services (ts) recommended device reprogramming. As of this time, the device remains in service. No adverse patient effects were reported.